Event description:
Distributor requested repair of an ambulatory infusion pump due to "multiple wrong cassette attached alarms". No patient details were provided.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and the keypad and labels were functional and intact, respectively. Evidence of the customer's reported problem regarding "wrong cassette alarm" was identified from the event history log. However, simulated use testing was unable to repeat the customer's reported problem. No problem was found with the pump displaying "wrong cassette error" alarm message when a cassette was latched during the investigation. Further inspection of the device found signs of fluid ingression near the downstream occlusion sensor which may have caused the customer's issue. Based on the results of the investigation, the downstream sensor was replaced but no corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Manufacturer narrative:
Evaluation results: one cadd®-prizm® vip model 6101 was returned for investigation in good condition. The customer's concern regarding the wrong cassette alarm messages was unable to be confirmed. No problem was found with the pump displaying "wrong cassette error" alarm message when the cassette was latched. Signs of fluid ingression were found with the pump however. The downstream occlusion sensor was replaced as a result. The root cause of the issue was unknown.